Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 120 mm. The aortic neck was reported to be angulated 90 degrees. It was reported that the bifurcated stent graft was implanted in an anterior-posterior postion to accommodate the angulation of the aortic neck; therefore, the contralateral gate and the ipsilateral limb were superimposed on fluoroscopy. Imaging was reported to be poor. Due to the angulation of the aortic neck, the previous measurements of aneurysm length were not accurate, and the ipsilateral limb did not reach the iliac artery. The physician states that the problem was related to this choice of device length and that the device functioned well. During attempts to cannulate the contralateral gate, the guidewire was mistakenly passed up the ipsilateral limb. The contralateral iliac limb was mistakenly deployed inside the ipsilateral limb, preventing access to the aneurysm sac. The decision was made to place two aortic cuffs inside the bifurcated stent graft to create an aorto-uni-iliac device and to perform a femoral-femoral bypass. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. The patient was discharged 3 days post-operatively. No clinical sequelae were reported, and the patient is reported to be fine.